Manufacturer narrative:
The biomedical engineer (bme) reported that his central nurse's station (cns) got an error window in japanese writing that popped up then the cns froze. The bme had to hard boot the device. After the device was power cycled, it functioned normally.

Event description:
The biomedical engineer (bme) reported that his central nurse's station (cns) got an error window in japanese writing that popped up then the cns froze.